Event description:
Reporter alleged the lancet needle from the multiclix device used in finger-stick blood glucose testing would not retract after it was used. Reporter stated she has accidentally stuck herself with the lancet, however, no medical attention was required. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.